Event description:
The stent (subject device) was returned for analysis and it was discovered that the stent prematurely deployed within the microcatheter during use. The stent was noted to be deformed, and the stent delivery wire was found to be kinked/bent. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent delivery wire (sdw) was noted to be kinked/bent. The stent was recovered from the microcatheter. The stent introducer sheath was not returned. A functional evaluation could not be performed as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis of the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that while advancing the stent into the microcatheter, resistance was encountered at the proximal hub of the microcatheter, preventing the stent from being smoothly advanced through the microcatheter. The physician repeatedly adjusted the stent however, the stent still could not enter the microcatheter. During this attempt, the stent was accidently deployed outside of the body. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient. The continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis, and it was noted that the sdw was noted to be kinked/bent. The stent was recovered from the microcatheter and noted to be deformed. The stent introducer sheath was not returned. The stent passed all the dimensional inspection. The functional inspection was unable to be performed as the stent was returned in a deployed state. Based on a review of all available information and the analysis of the returned device it is probable that during transfer of the stent into the microcatheter resistance was encountered which caused the reported and analyzed events. The reported ¿stent difficult/unable to transfer and stent deployed prematurely during preparation¿ and the analyzed events ¿stent deployed prematurely during use, sdw kinked/bent and stent deformed¿ will be assigned a probable cause of procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.